Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a breast augmentation, the pt received a minor burn. The burn appeared white with red areas. It was treated with ointment and dressing. The pt is reported as fine.